Manufacturer narrative:
(B)(4). G2: foreign: australia. D10: biolox delta, ceramic femoral head, xl, 32/+7, taper 12/14, item #: 00877503204, lot #: 2423558. Unk trilogy 58mm cup, unknown lot and item #. Unk trilogy ab acetabular ceramic liner 32mm, unknown lot and item #. Unknown screw unknown lot and item #: (x2). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a revision surgery due to implant loosening approximately seven (7) years after implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b2; g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Handwritten notes were provided and reviewed from a health care professional. Initial left total hip arthroplasty was performed. Subsequently 7 years after implantation, the stem and head were exchanged. The shell, liner, and screws remained implanted with the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.